Event description:
It was reported that the patient, in the second week of ilet use, awoke with a low blood glucose of 65 mg/dl after receiving an alert to change supplies the prior evening, changed supplies, announced a meal, and ate pasta; the medical device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia with dizziness and shaking. Outcomes included an unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a device problem or component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.